Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: linear st lead kit 70 cm, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5071791/5061457.

Event description:
It was reported that following a pocket revision procedure (MFR report 3006630150-2020-03005) the patient was having difficulty charging ipg and the pocket site was still swollen. It was noted that the patients ipg site had opened and one of the wires was sticking out through the skin. The physician believed that patient was having severe healing issues due to health problems and the patients skin was very thin. The patient underwent an explant procedure. All device components were explanted and were not returned.